Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump, resumed insulin deliveries, and resolved the issue, leading to the case being closed.